Event description:
It was reported that the right ventricular (rv) lead had oversensing and noise due to a suspected lead fracture. Interruption of the superior vena cava (svc) coil and coil migration into the right subclavian pocket area were noted via fluoroscopy at time of revision. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and that the criteria for the right ventricular lead integrity alert were met.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).